Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd¿ syringe with bd luer-lok¿ tip there is a black spot in the lower right part of the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
A sample and photo were available for evaluation by bd. A quality engineer was able to inspect the sample/photo and determined that the syringe was burnt thus verifying the reported failure. Burns can be caused when the mold vents/gates get blocked causing burn marks to appear on the flange of the syringe. This occurred during the molding process. No related issues in DHR/qn review. A device history record was performed on the reported lot and found zero defects recorded during production. Burns can be caused when there is blockage in the mold vents/gates which can cause burns on the flange of the syringe during molding process.